Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.